Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported the patient's hip was revised due to a loose stem. As reported by rep: "the hip stem was loose. The original surgery was a direct anterior hip. Surgeon states he may have potted [fixated] the stem distally".

Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The loosening was confirmed after review by a clinical consultant. Method & results: -product evaluation and results: not performed as the device was not returned -medical records received and evaluation: the medical information was reviewed by a clinical consultant who provided the following comment: review of these records confirms inadequate bony fixation of the stem occurred, however, the root cause cannot be determined as insufficient information was available for review. -product history review: a review of the manufacturing records showed that all devices in the lot were accepted into stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the root cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, dated pre and post op x-rays particularly an initial post-operative x-ray for comparison purposes to the pre-revision x-ray, outpatient office/clinic notes and implant retrievalare needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported the patient's hip was revised due to a loose stem. As reported by rep: "the hip stem was loose. The original surgery was a direct anterior hip. Surgeon states he may have potted [fixated] the stem distally".